Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain") and infection ("infections"). The patient was treated with surgery (underwent hysterectomy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain and infection outcome was unknown. The reporter considered abdominal pain, infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), endometritis ("endometritis") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 45-year-old female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included uterine prolapse. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), infection ("infections") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 9 months after insertion of essure. On (B)(6) 2016, the patient experienced adenomyosis ("other injuries/complications: adenomyosis"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation/novasure endometrial ablation, robotic hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, infection and dysmenorrhoea had resolved and the endometritis, abdominal pain and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, endometritis, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: results: total bilateral occlusion. Pathology test - on an unknown date: uterus, bilateral fallopian tubes (hysterectomy and bilateral salphingo-oophorectomy) unremarkable cervix, benign endometrium with scarring, suggestive of prior ablation, adenomyosis, leiomyomata, unremarkable fallopian tubes, no evidence of atypia. Gross description: the right fimbriated fallopian tube measures 72×5 mm and is remarkable for 2 thin walled clear fluid filled paratubal cysts measuring up to 10mm in greatest dimension as well as an accessory fallopian tube segment measuring 13×2mm. The left fimbriated fallopian tube measures 73×6 mm and is remarkable for multiple thin walled clear fluid filled paratubal cysts measuring up to 9mm in greatest dimension. Both fallopian tubes beecher indwelling metallic coiled wire at the junction of the fallopian tube and uterus. Ultrasound scan - on an unknown date: on laparoscopy, there was scant clear fluid in the pelvis. The uterus appeared normal without any masses, albeit somewhat enlarged. The right tube was normal in its course with normalappearing fimbria. The right ovary appeared normal. There is no evidence of inflammation or infectious fluid in the posterior cul-de-sac. The left tube was normal in its course with normalappearing fimbria. The right ovary was normal without any masses. There was no perforation of essure coils in either tube. There is no obvious abscess in either cornua. On hysteroscopy, the surface of the endometrium had a normal appearance of a post-ablative endometrium. The essure coil in the right cornua was again visualized with 3 coils noted. The essure coil in the left cornua was again not visible. There was some scant yellow serous fluid in the cavity but no scarring and no infectious appearing fluid. Stage ii uterine prolapse was noted with furthest descent of the uterus to -2 cm under anesthesia. The uterus was mildly enlarged with a soft in texture possibly consistent with adenomyosis. No masses in the uterus. Both tubes were normal in appearance. Both ovaries were normal in appearance without any cysts or masses. The rectum sigmoid colon appendix terminal ileum and cecum all appeared normal. The liver appeared normal. The gallbladder appears enlarged. At the conclusion of the procedure, the uterine specimen was examined and the proximal segment of both tubes were palpated with both essure coils noted.; in (B)(6) 2016: the endometrial cavity appeared normal without any masses. Both tubal ostia were visualized. An essure coil was noted in the right tubal ostia with approximately 3 coils extending into the uterine cavity. The left tubal ostia was visualized and appeared normal. There was no essure device visible in the left tubal ostia. The uterus sounded to 9-1/2 em with a cervical length of 5 cm. Technique: the essure coil in the right cornua was again visualized and appeared normal with 3 loops of coil visible again. The patient tolerated the procedure well. She was taken to the recovery room in stable condition at the end of the procedure. Concerning the injuries reported in this case, the following one confirmed in patient¿s medical records:endometritis quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-dec-2018: medical record received:event endometritis added and reporter added,case got medically confirmed yes. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 627282) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included uterine prolapse. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain ("abdominal pain"), infection ("infections"), dysmenorrhoea ("dysmenorrhea (cramping),") and adenomyosis ("other injuries/complications: adenomyosis"). The patient was treated with surgery (underwent hysterectomy to remove essure/hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, infection, dysmenorrhoea and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: new events: dysmenorrhoea, menorrhagia(ablation), adenomyosis, device monitoring procedure not performed were added. Reporter, patient demographic information, other relevant history, product lot number added. Product stop date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 45-year-old female patient who had essure (batch no. 627282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's concurrent conditions included uterine prolapse. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), infection ("infections") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2016, 6 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced adenomyosis ("other injuries/complications: adenomyosis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy to remove essure/hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, infection and dysmenorrhoea had resolved and the abdominal pain and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, infection, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: pfs received. Essure indication added. Updated event outcomes. Lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.